Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring did not respond. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) performed periodic maintenance on the device and found that the navigation ring did not respond at all. The fse found that the issue occurred when the setting change screen was entered, and the settings were attempted to be changed. This issue occurred repeatedly, but the settings were never found to have adjusted on their own. It was possible to adjust/decide/cancel values using the touchscreen. The therapy was not observed to change on its own without input. The front bezel with navigation ring was replaced and the device issue resolved. The fse completed overall checks, cleaning, and functional testing. No other device abnormality was observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.